Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information related to event date and reporting party provided in previous report was incorrect. The correct information has been provided in this report. The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The medtronic clinical territory manager reported via phone call that the customer had a low blood glucose of 26 mg/dl and loss consciousness on (B)(6) 2020. The reporting party indicated the customer changed her infusion set three times prior to the event. Troubleshooting was not able to be performed. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to they experienced hypoglycemia and passed out on unknown date. The customer¿s blood glucose level was 26 mg/dl at time of incident. The customer declined troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.